Event description:
During incoming functional testing at zoll medical's technical service department, the device displayed a "defib fault 78" message. There was no patient involvement in the reported malfunction.